Manufacturer narrative:
Concomitant medical products: optetrak asy,cr cemented femoral, sz 4 (cat# 230-03-04 / serial# (B)(4)). Cemented finned tib. Tra sz 4f/4t (cat# 200-04-44 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine years post right tka, during removal/withdrawal, an (B)(6) male patient had signs of poly wear and was taken to surgery for poly exchange. The poly was removed, femur and tibia were both checked and found to be loose. The patient was revised with a truliant cc knee system. Patient was last known to be in stable condition following the event. There was no breakage of the device. There was no surgical delay/prolongation. The devices will be return.

Manufacturer narrative:
(H3) the revision reported was likely the result of both prosthesis wear and loosening of the femoral and tibial components. The prosthesis wear was likely the combination of malalignment between the femoral and tibial components, third body wear, and patient-related conditions. The aseptic (non-infected) femoral and tibial loosening was likely the result of an insufficient bond between the implants and the bones. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "looseining ¿ femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.